Event description:
During the patient call, the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position) error message. Per the reporter, there was no obstruction between the patient and the liifeband, and the lifeband was not twisted. The crew switched to manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to a defective motor controller board, likely due to a defective component. During the visual inspection, a cracked top cover was observed on the autopulse platform, unrelated to the reported complaint. The physical damage was likely due to mishandling, such as a drop. The top cover needs to be replaced to address this issue. A review of the archive data showed multiple fault code 16 (timeout moving to take-up position) error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. The initial functional testing of the platform could not be performed due to fault code 16 displayed upon powering on. Thus, confirming the reported complaint. To remedy the fault, the motor controller board needs to be replaced. Waiting for the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the autopulse platform with serial (B)(4)..